Event description:
The trial leads were explanted due to a spinal infection. Culture results confirmed a mrsa infection. Patient was given antibiotics (type unknown). Patient has recovered and will be implanted at a future date.